Event description:
It was reported that there was a perforation of the right ventricular (rv) lead which caused a pericardial effusion. The physician did a pericardial window with drainage and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.